Event description:
Patient implanted in lower vermilion border in 2001 and given a post op course of oral keflex. Sutures were removed the next month following implantation (no sign of infection). On or around four days later, the patient noted some tenderness in the lower lip. The patient reported exudate and drainage twelve days after this. Implanted was explanted later in 2001.